Event description:
It was reported that the customer received 3 no delivery alarm on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was treated with injections. The customer was not hospitalized. The customer was advised of the 2 high blood glucose rule. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.